Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump is randomly suspending itself at night without user intervention, and this has resulted in the patient having high blood glucose (bg) levels. Upon awakening in the mornings. Bgs have been between 300 to 400 mg/dl sometimes with mild nausea, and the pump is found to be suspended. Reporter treats with water and a manual bolus to get the bg down. Customer support (cs) will replace the pump, and educated reported about the key lock feature, as the cause may be the patient rolling onto the pump pressing buttons and inadvertently leading to suspending the pump. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the self-suspending pump issue was not resolved.